Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced multiple intermittent high blood glucose (bg) levels into the 300's mg/dl. It was reported that the customer had not administered a bolus on the pump for the food they had consumed. The customer administered a corrective bolus via the pump to address their bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.